Event description:
Implant was reported to have fractured after surgery. In (B)(6) 2011, o-t2 instrumentation was performed. In the routine follow-up the plate was found fractured in x-ray. The patient's condition is currently being monitored. No revision is planned at this time. As this could result in the need for surgical intervention an MDR is filed to document this event.

Manufacturer narrative:
Images were not provided to confirm the reported breakage of the oc plate. The tabs on the plate can be bent (15-degrees) to fit patient anatomy. Care should be taken not to over bend (beyond the recommended 15-degrees) the plate. The plate remains in vivo and no evaluation can be performed. No conclusions can be made at this time.